Event description:
Intraoperative neurophysiologic monitoring was performed during this right cochlear implant explant/reimplant procedure. Monitoring consisted of two channels of facial nerve emg. Needle electrodes were placed in the frontalis and orbicularis oculi muscles to monitor the upper division of the facial nerve and in the orbicularis oris and mentalis muscles to monitor the lower division. Free run emg was monitored throughout the case. There were no episodes of mechanical activation at any time during the procedure. These results indicate that the facial nerve remains intact.what was the original intended procedure?cochlear implant.device #1is this a laboratory device or laboratory test?no.